Event description:
Gmrs fem stem and mitch head. Hip revision due to dislocation. All components were intact and functional. Patient had previous history of reacting to implanted prosthesis and creamy white discharge extruded from joint upon opening. Surgeon found necrotised tissue but couldn't ID the creamy discharge. The joint was washed out and prosthesis appeared undamaged and functional. Surgeon reduced the joint and closed up. Unsure if he plans any further action. Surgeon unsure if further action required, indicated may consider revision if chronic instability indicated.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # mac-9988-4248, lot # fm060610, description: std mitch trh cp sz 42/48, manufacturer: depuy. Cat # mmh-9988-1442, lot # fm065751, description: mitch trh md hd sz 42+4, manufacturer: depuy.